Event description:
The pt had been taken to surgery for a non-device related issue. It was known at that time that the device had flipped over in the pocket and the decision was made to return it to normal during this procedure since it had not been checked in aprrox. 1 year. Upon interrogation of the implantable cardiac defibrillator, real time measurements could not be obtained and the decision was made to explant the device.